Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior mesh and cystoscopy due to stress urinary incontinence and bladder prolapse. The patient experienced e.coli infection and cramping in pelvic area. (B)(4).

Manufacturer narrative:
(B)(4) - it was reported that patient experienced vaginal pain, discharge and urinary tract infections post implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.